Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope it is recommended that the user facility return the device to the legal manufacturer for repair should they observe an abnormality such as leakage and damage, and further to not utilize the device in a procedure under such a condition. It is further recommended that the user facility contact olympus should there be questions or concern regarding reprocessing steps. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the production label was incorrect and switch 1 had a surface cut. The distal end insulation had a megaohm value had 0 and the insertion tube insulation had a megaohm value of 2. The objective lens had peeling on cement and small chips on the side. The light guide lens had a crack, a deep chip and peeling of glue. The bending section glue had a crack and insertion tube had minor snakiness/scratches. The air/water capacity was within standard value with the clogging removed. The light guide tube had buckling and scratches and the scope connector had scratches and dents. The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera iii colonovideoscope was not insufflating properly. Inspection and testing of the returned device found that the air/water nozzle was clogged. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.